Event description:
It was reported that patient's lead had migrated after a vehicle accident. This lead migration was confirmed under fluoroscopy. Surgical intervention was undertaken and the lead was explanted and replaced.

Manufacturer narrative:
Event date is estimated. A patient experienced lead migration was reported to abbott. The patient's lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.